Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, lot # 598370, description: infinion¿70 cm lead kit. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a procedure wherein two leads were explanted due to inflammation at the lead site.